Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The block (air) was dismantled and found that the o-ring was defective. A new o-ring was installed to resolve the issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the fresh gases flowmeter is not working correctly. There was no report of patient involvement.